Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and insulin was not observed exiting the tubing. There was no reported impact to blood glucose. Contact declined tandem technical support's offer to perform a pump system check or review the pump data in order to determine a possible cause of the reported issues.